Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced a mesh exposure. The exposure was midline where the incision site was. The procedure was completed at the time of surgery. Additional information has been requested.